Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noticed lens optic cracked when the lens was pushed to the edge of cartridge. The surgery was completed on the same day and there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned posterior surface up instead of anterior surface up in the iol case. The lens is pressed against 2 posts of the lens case base well. Substantial amount of solution is dried on the iol. Both haptics are bent/deformed. There is a crack at the haptic/optic junction. The complainant indicates the use of healon as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).